Event description:
It was reported that a patient experienced a breach in aseptic technique during dialysis therapy. A nurse was removing the betadine from the sponge in a minicap and cleaning the cap themselves. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the betadine in the sponge of the minicap was being removed and the cap being cleaned on its own. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.